Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information received information that this left ventricular (lv) lead exhibited non capture on sensing of p-wave measurements. An x-ray revealed the lead had dislodged. A revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.